Manufacturer narrative:
(B)(4).

Event description:
Procedure type: whipple. According to the reporter: needle broke during case and surgeon believed the tip of needle was in the specimen side. Sent the pt to pathology and pathology cannot find the needle tip. Sent pt to x-ray today and it came back negative. No delay over 30 minutes, no unanticipated blood loss more than 250cc, no user injury/hazard.